Event description:
A physician reported that the connection between irrigation/aspiration tubing and the handpiece was loose, causing it to fall off during vitrectomy surgery. The procedure was completed by replacing the product with new one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned sample was visually inspected and no obvious defects were found that would contribute to the reported event. A calibrated console representing the current software version was used to test the sample. The returned irrigation/aspiration manifold, probe manifold, infusion manifold, connectors, and components were found to be in good condition. The irrigation/aspiration connectors were connected to the cassette and handpiece without any interference or loosen. No anomalies like loosen or detached lure fitting of the irrigation/aspiration manifold were observed during priming. The irrigation/aspiration pressure was measured at multiple set points throughout the console range and met specifications. No system message code was generated during testing. Fluid flowed from the balanced salt solution bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. We were unable to replicate the customer's experience during laboratory evaluation. The root cause of the customer's complaint could not be established; the returned sample functioned per specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).